Manufacturer narrative:
(B)(4). (B)(4). Recall. (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert on the mobile app occurred. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.